Manufacturer narrative:
(B)(4).

Event description:
A health care professional reported that the patient suffered from an infection, which later progressed to sepsis. The pump was subsequently explanted, and there were no product issues reported.